Manufacturer narrative:
Literature citation: ford et al. Comparison of outcomes of cheilectomy with and without synthetic hydrogel interposition (cartiva®). Foot & ankle orthopaedics, 2020; 5:4. The device was not returned for evaluation.

Event description:
It was reported by ford et. Al. In an article titled comparison of outcomes of cheilectomy with and without synthetic hydrogel interposition (cartiva®), compared outcomes of cheilectomy with cartiva to cheilectomy alone . There were forty-five patients: 26 in the cartiva group and 19 in the cheilectomy group. Five patients in each group (22%) underwent revision.